Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Unable to test for battery out limit alarms due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was performed. The device was returned for analysis.